Event description:
It was reported that during testing of the device at the manufacturer's subsidiary's service center, the roller pump had frequent belt slip occurrences. There was no patient involvement.

Manufacturer narrative:
Per the service repair technician (srt), he repaired the roller pump including replacing the bearing, the belt drive and the pump pod. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed there to be debris from the drive belt and the bearing assembly internal to the roller pump. Despite the debris, the pst could not duplicate the reported issue and did not observe any belt slip messages during testing of the unit. Per data log analysis, the large roller pump belt slip issue was reported on (B)(6)2022, and occurred on (B)(6) 2022. The logs were exported on (B)(6) 2022 and contained three large roller pump logs. The logs for these three pumps either did not cover the reported date of occurrence, or indicate belt slip errors, but weeks prior to the reported date of the event. None of the three pump logs confirm the complaint on the date it was reported to have occurred.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.